Manufacturer narrative:
The device was returned and is pending evaluation. We are unable to confirm the hole in the cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The mother reported that the customer's blood glucose reached high (>500 mg/dl) while wearing the pod between 36 and 48 hours. She stated that the cannula has a hole on the side. The patient's blood glucose and insulin history is as follows: date/time: (B)(6) 2016/7:30pm, 10:54pm, bg(mg/dl) : 280, 154, bolus(u): 2.6, 2.4. (B)(6) 2016/9:17am, 11:03am, high, 465, 11.55, 7.35.

Manufacturer narrative:
There was a leakage confirmed coming from the soft cannula, however it was confirmed to be after the distal tip of the insertion needle and located near the kink reported in the complaint. This type of damage often occurs post-use when the user removes the pod; however, this cannot be conclusively determined.